Manufacturer narrative:
The device is currently at the explant facility for culture testing. Medical device: gore® excluder® aaa endoprosthesis ((B)(4) 18090859). The production records for the implanted devices are currently being reviewed. The instructions for use state: "adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to infection (e.g. Aneurysm, device or access sites)."

Event description:
It was reported that a patient was treated with a gore® excluder® conformable aaa endoprosthesis on (B)(6) 2019. On (B)(6) 2022, the endoprosthesis was explanted due to infection. The infection originated in the psoas muscle, which caused an abscess and eventual spread to the endoprosthesis. The infection did not predate the implantation.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications.